Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was inserted into the introducer, but was not easily passed down the subclavian vein once past the sheath. The physician attempted many maneuvers, and the lead appeared stuck in the vessel. Eventually, the lead was removed with the sheath and the helix appeared to be extended slightly. Further testing outside the body, showed the helix was still slightly visible beyond the distal end when fully retracted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed.analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.